Event description:
Spontaneous call from patient about her cadd-ms3 pump. Patient states that the pushrod is stuck. Patient tried to take batteries out and place back in to see if pump resets. Patient then places the cartridge in and is getting reading ¿no cartridge detected¿. Then after patient continues to set up pump she is getting the message ¿overfilled¿ (not listed in error messages, but patient states that she got this twice). No interruption in therapy. Replacing pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Reported to (B)(6) by: patient/caregiver.